Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer sent two photos, one that appears to show a bent needle coming out under the sheath and another photo that appears to show a small amount of blood on a thumb. They stated that they have had numerous occasions like this and that they would like to be able to go back to the old needles they used so they can cut down on needle sticks. They used to use bd eclipse needles and did not have this issue. Additional information received on 20oct2023 stated that there have been multiple times where the needles just bend and break when trying to draw up meds. One person has been stuck 3 times before patient use. The needles also do not always latch to the syringe and as they are injecting the patient, and they can see the medication dripping out from that point, so the patient is not getting the full dose. The doctor uses these for steroid injections and is worried about how easily they bend when he is doing joint injections. Some needles are just pointing directly sideways when they are first opened.

Manufacturer narrative:
The following sections were updated or answered: d1 brand name; d3 manufacturer name and address; d4 unique identifier (UDI) #; d4 expiration date #; g4 PMA/510(k)number; h6 evaluation codes. Investigation summary: fifty unused samples were returned for evaluation. Visual and functional inspections were conducted and the reported conditions were not able to be confirmed. However, photos were provided and the bent needle condition was confirmed. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The lot was manufactured between 14jul2023 and 17jul2023. Based on the available information, a specific root cause could not be identified. A corrective and preventive action (CAPA) is not applicable at this time. All information received will be used for further tracking and trending purposes.